Manufacturer narrative:
This product is registered as a combination product. Sus voluntary event report received with medwatch form no: mw5097012. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for the pacemaker implant procedure, the right ventricular (rv) lead perforated the right ventricle (rv) causing pericardia tamponade. Pericardiocentesis was performed. Due to perforation, anti-coagulation medicine was not given. The patient suffered a stroke and expired.